Manufacturer narrative:
It was claimed that the ventilator generated technical error codes while it was connected to a patient. One indicated disabled valves and the other a communication failure between the monitoring and the breathing subsystems. Identification of issue has been done by analyzing problem description. Despite our best effort in obtaining the information, it remains unknown what caused the technical errors. There was no information about the replacement of any part. No parts returned for investigation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/05/2013. Corrected manufacture date: 06/12/2013.

Event description:
Manufacturer's ref. (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated disabled valves and the other a communication failure between the monitoring and the breathing subsystems. There was no patient harm. Manufacturer's ref. (B)(4).